Event description:
An rn related to the rptr the following scenario. On this date, the rn placed a PICC into an elderly male pt. After insertion, the catheter was flushed by the rn. The pt was sent for an x-ray to confirm placement. The x-ray revealed the PICC had multiple holes along its length which resulted in the extravasation of fluid into the surrounding tissue. The PICC will be discontinued and replaced.